Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 54 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that an aortic cuff was implanted distally 4 months post the initial procedure for a distal type 1 endoleak (see MFR # 2953200-2010-01726). There was a proximal type 1 endoleak 16 months later that was repaired with a second aortic cuff. Approximately 1 month ago, films were reviewed for a type 3 endoleak. The aneurysm measured 7.2 cm in diameter. The aortic neck was moderately angulated and had moderate calcification. The recent CT scan demonstrated that there was a proximal type 3 junctional endoleak between one of the aortic cuffs and the bifurcated stent graft (see MFR # 2953200-2010-01728). No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4), results: endoleak, moderately angulated and calcified aortic neck.